Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient experienced hyperglycemia after disconnecting the pump and cgm for an MRI following a meal, with a fingerstick blood glucose of 523 mg/dl. The user utilized teflon infusion sets and completed a full supply change with guidance, after which insulin delivery was resumed and glucose values began to decline. Symptoms included hyperglycemia. Outcomes included stabilization of glucose levels as values trended down to 306 mg/dl on cgm. Investigation activities included troubleshooting and education, reconnection to the sensor, and completion of a full supply and infusion set change. The investigation revealed no device alarms, no reported hardware malfunction, and no identifiable device component failure. The event was temporally associated with pump and sensor disconnection. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.